Manufacturer narrative:
(B)(4).

Event description:
It was reported that, while the stimulation was turned on, the pt was experiencing a loss of therapeutic effect. Per the reporter, the hcp had performed unspecified tests verifying that the pt's stomach was not functioning as it had previously with the device system. There was no known trauma or event related to the pt's symptoms. The pt had been in the hospital 3 of the last 4 weeks due to the return of symptoms. Additional info was requested.